Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 19-oct-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving dilaudid (hydromorphone) 2 mg for a total dose of 1.22282 mg/day, compounded baclofen 350 mcg for a total dose of 213.99381 mcg/day, and bupivacaine 20 mg for a total dose of 12.22822 mg/day via an implantable pump. It was reported on (B)(6) 2020 the patient reported uncontrolled pain despite intrathecal (it) rate increased and increased maximum personal therapy manager (ptm) activations per day. The patient will be scheduled for a catheter access port (cap) dye study. A catheter revision was ordered. On (B)(6) 2020 the cap contrast study revealed they were unable to aspirate the catheter. On (B)(6) 2020 the pump was reprogrammed where the it rate was decreased secondary to probable catheter malfunction to avoid medication accumulation. On (B)(6) 2020 the patient's pump was refilled and there was no significant reservoir volume discrepancy the pump was reprogrammed where the rate was increased 5% in effort to improve pain relief. On (B)(6) 2020 the patient reported pain has increased since last visit. The patient was started on a 12 mcg fentanyl patch. On (B)(6) 2020 the patient reported worsening spasms. The patient was instructed to use oral baclofen. On (B)(6) 2020 the catheter was revised, replacing the spinal segment and tying off the previously existing spinal segment as the surgeon was unable to remove the catheter. Surgical observation revealed the catheter was kinked at the anchor. The outcome of the event resolved without sequelae on (B)(6) 2020. The device diagnosis was catheter kink and the clinical diagnosis was loss of therapeutic relief. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The event date was (B)(6) 2020. No further complications were reported.